Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, liquid immersion in the scope connector was determined to have caused the screen to become noisy. However, for the error e216 scope communication error, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (e216), and the screen became noisy. The issue was found during the inspection for use. There were no reports of patient involvement.